Event description:
It was reported that the lead dislodged. The lead revealed undersensing and was not capturing even at 7.5 v. Upon repositioning, the sensing and capture measurements were normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.